Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the returned device and no issue was observed. A functional evaluation revealed the camera would not switch from color bars. There was no live image. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a failed image sensor. A review of the device history record showed there were no indications to suggest the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head was not working. It is unknown whether the event happened during surgery and if there was a patient involvement. No further information was available. Results of investigation have concluded that this unit would not switch from color bars and there was no live image which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.